Event description:
The customer reported the system won't turn on. They were having low volt alarm 16% at ups.

Manufacturer narrative:
The service rep closed the case. No service was done on the unit. Researched division of ge that will service ups.